Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirmed the lot met the release criteria. No manufacturing-related issues were found during the investigation of this complaint in the returned part. The distal part of the break was not returned to scientia vascular, nor the microcatheter used in the procedure, which limits the investigation. For these reasons, the complaint is confirmed, however, a true root cause for the break could not be determined.

Event description:
On 23 october, 2024 scientia vascular was notified that on (B)(6) 2024, an a14-200-002 guidewire fractured during a neurovascular procedure, specifically an mma embolization. The proximal portion of the complaint guidewire was received by scientia vascular quality assurance on the 13th of nov 2024.